Event description:
It was reported that the procedure was to treat the popliteal and posterior tibial arteries. After atherectomy and balloon angioplasty was performed, there was a small area of extravasation which looked like it was coming from the posterior tibial artery. A 3.0 x 19 mm graftmaster stent was placed and there was still a small extravasation from the proximal portion of the stent, so a 3.0 x 12 mm graftmaster stent was implanted to overlap the proximal end of the previously implanted graftmaster stent. There was still some extravasation coming from a small branch. Balloon angioplasty was performed and there was still collateral flow. Additional atherectomy and balloon angioplasty were performed to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: j-wire; sheath: 5 french and 7 french raabe. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information. The additional graftmaster, referenced is being filed under a separate manufacturing report number.